Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the left anterior descending (lad) artery. It was very difficult to remove the 2.75x16mm taxus liberte drug eluting stent delivery balloon out of the stent. No patient complications were reported. Patient status reported as "good condition". Additional information was requested, but unavailable.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. Product unavailable for analysis.